Event description:
The pt tested blood glucose on suspect device and was 328 mg/dl. About 1 hour later she passed out and went into convulsions. The paramedics were called and they tested her blood glucose on their device and was 40 mg/dl. She was given a glucose intravenous and refused to go to the hosp.